Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 4 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The cycler set cassette film was not loose upon inspection. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient was able to complete treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has resumed peritoneal dialysis therapy with no further issues.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak in the pump module area after ending their pd treatment. The patient reported receiving an m31 air detected in cassette alarm during fill 4 of 4 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The cycler set cassette film was not loose upon inspection. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up it was confirmed that the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient was able to complete treatment using the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has resumed peritoneal dialysis therapy with no further issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.